Event description:
The sales representative reported on behalf of the customer, that trs100sb2l, anchor tissue retrieval system,bag size 250ml,port size 10mm was being used on 01oct24 during a laparoscopic cholecystectomy procedure when it was reported ¿upon attempting to deploy the anchor tissue retrieval bag plunger from the introducer, inside a laparoscopic port, the hook on the bottom of the plunger detached and fell into the patient¿s cavity. They noticed right away and retrieved the foreign body.¿. The procedure was completed with the use of an alternate covidien endocatch 10 device and a delay of less than 1-minute was reported. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review (DHR) cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. \we will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that trs100sb2l, anchor tissue retrieval system,bag size 250ml,port size 10mm was being used on (B)(6) 2024 during a laparoscopic cholecystectomy procedure when it was reported ¿upon attempting to deploy the anchor tissue retrieval bag plunger from the introducer, inside a laparoscopic port, the hook on the bottom of the plunger detached and fell into the patient¿s cavity. They noticed right away and retrieved the foreign body.¿ the procedure was completed with the use of an alternate covidien endocatch 10 device and a delay of less than 1-minute was reported. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.